Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). No product will be returned per customer. The customer complaint of a tubing set with the connector unintentionally disconnected from the central line was confirmed. A photo provided by the customer holding the male luer in one hand and the other hand holding the optimal injector indicates were the IV tubing disconnection occurred. The root cause of this failure was not identified. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on 25mar2020 at 1944, the primary tubing set unintentionally disconnected from with the central line with the optima injector/connector. The event occurred 16 hours and 44 minutes after the infusion initiated. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1944, the primary tubing set unintentionally disconnected from with the central line with optima injector/connector. The event occurred 16 hours and 44 minutes after the infusion initiated. Although requested, no additional information was provided.